Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that a haptic plate was torn off and there was a clear surgical residue on the lens.

Event description:
It was reported that a cc4204bf collamer plate lens was torn during loading but the problem was not discovered until after the surgeon had inserted the lens. The incision was enlarged to remove the lens and another same type of lens was implanted. A suture closed the wound. The reporter stated the incident was due to a loading error.